Manufacturer narrative:
Lot number of concomitant product is cm19381. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturing representative went to the site to test the equipment. It was confirmed that the y collimator was stuck according to the log files. A manual unjamming of the y collimator was performed which resolved the issue. The rehoming of the rotor controller was successful after this. The system then passed a system checkout. Other applicable components are: product ID: bi71000168, serial/lot #: unknown, ubd: unknown, UDI# unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was stuck with the message "error initializing collimator". The machine remained stuck after multiple reboots. The logs from the rotor controller revealed that the y collimator got stuck since the stroke error was 1.258. There was no patient involved.